Event description:
The MFR received information alleging a bipap c-series was not able to be powered on. The pt was admitted to the hospital as a result. The pt was discharged from the hospital with a ventilator.

Manufacturer narrative:
The device was evaluated by the MFR. The customer's complaint was not confirmed. The device operated to design specifications and passed all testing.